Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a prime anomaly. Insulin was squirting out during the manual prime process. Customer's blood glucose went up to 590 mg/dl. Customer mentioned there were air bubbles in the reservoir. Customer was advised to change the set. Customer will not be returning the insulin pump for analysis.